Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the device powered up as expected and interrogated with no errors, however reports printed slowly after interrogation. As a result, the hard drive was reconfigured and software was reloaded.

Event description:
It was reported that upon booting on the programmer displayed a system error. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : product ID r2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.